Event description:
It was reported that the customer's insulin pump shut off and alarmed battery out limit, once the battery was replaced, during normal use. The pt's blood glucose was 261 mg/dl, which was treated with manual injection. It was explained the alarm received may indicate a loose battery cap. Alert silence notifications were also received. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).